Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found system fault 42224 and 44510. Functional testing was not able to duplicate the customer reported issue. The investigation was not able to determine the cause of the reported issue. The main board was preventatively replaced.

Event description:
It was reported that the pump had a blank screen. There was unknown patient involvement. Analysis of the device found evidence of system fault 42224 and 44510.